Event description:
Customer reportedly obtained results of 228 mg/dl, 135mg/dl and 139mg/dl on the compact system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.